Event description:
It was reported when using the bd precisionglide¿ needle, the device experienced a clogged needle. The following information was provided by the initial reporter. The customer stated: spontaneous call from (B)(6) tech from md office to inform product is defective and did not inject. (Injector not working on device). A syringe attached to an injection needle was returned and evaluated by regeneron qa. Regeneron qa removed the injection needle shield and depressed the plunger. No liquid exited the injection needle tip. With the injection needle removed, the liquid exited the syringe tip with no difficulty observed. Plunger functioned as expected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the needle did not work. To aid in the investigation, five photos were provided for evaluation by our quality team. The photos show the kit packaging, a syringe with needle assembly and a vial. No defects or imperfections were possible to observe from the photos. It could be possible that while passing the needle through the stopper vial the needle got clogged with the stopper material. A device history record review was completed for provided material number 305106, lot number 0022956. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Our quality team regularly reviews the collected data for identification of emerging trends.